Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), autoimmune disorder ("autoimmune disorder"), device expulsion ("location of device: uterus"), device breakage ("device breakage"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine perforation ("perforation (uterus)") and deafness ("hearing loss") in a female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: novaring in 2008. Concurrent conditions included obesity, goiter, mixed hyperlipidemia, hypertension, anxiety, obsessive-compulsive disorder, herpes simplex virus test positive, eating disorder and prolapse. Concomitant products included alprazolam (xanax), citalopram hydrobromide (celexa), clobetasol, etanercept (enbrel), phentermine and sertraline. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), parapsoriasis ("parapsoriasis"), migraine ("migraines"), pollakiuria ("frequent urination"), headache ("headaches"), blood disorder ("blood disorder"), device expulsion (seriousness criteria medically significant and intervention required), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological problems"), device breakage (seriousness criterion medically significant), allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash, dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), uterine perforation (seriousness criterion medically significant), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestina problems"), deafness (seriousness criterion medically significant), alopecia ("hair loss"), visual impairment ("vision degraded"), dyspareunia ("dyspareunia( painful sexual intercourse)") and ovarian disorder ("ovary syndrome"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and autoimmune disorder (seriousness criterion medically significant). The patient underwent hysterectomy and bilateral salpingectomy and essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, mood swings, autoimmune disorder, parapsoriasis, migraine, pollakiuria, headache, blood disorder, device expulsion, nausea, tooth disorder, nervous system disorder, device breakage, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, uterine perforation, weight increased, gastrointestinal disorder, deafness, alopecia, visual impairment, dyspareunia and ovarian disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, blood disorder, deafness, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, nervous system disorder, ovarian disorder, parapsoriasis, pelvic pain, pollakiuria, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet recevived. Event added: depression, abnormal bleeding (vaginal, menorrhagia), hives, rash, urinary tract infection, apareunia (inability to have sexual intercourse), mood swings, autoimmune disorder, parapsoriasis, migraines, bladder or urinary problems or changes: frequent urination, headaches, pcos, blood disorder, migration of essure device (location of device: uterus), nausea, dental problems, neurological problems, device breakage, nickel allergy, vaginal discharge, vision degraded, fatigue, perforation (uterus), weight gain, gastrointestina problems, hearing loss, hair loss, dyspareunia( painful sexual intercourse), she did not undergo essure confirmation test. Lot no was added. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), device expulsion ("location of device: uterus"), allergy to metals ("nickel allergy"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), autoimmune disorder ("autoimmune disorder") and deafness ("hearing loss") in a female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: novaring in 2008. Concurrent conditions included morbid obesity, goiter, mixed hyperlipidemia, hypertension, anxiety, obsessive-compulsive disorder, herpes simplex virus test positive, eating disorder and prolapse. Concomitant products included alprazolam (xanax), citalopram hydrobromide (celexa), clobetasol, etanercept (enbrel), phentermine and sertraline. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash, genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), deafness (seriousness criterion medically significant), depression ("depression"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), parapsoriasis ("parapsoriasis"), migraine ("migraines"), pollakiuria ("frequent urination"), headache ("headaches"), blood disorder ("blood disorder"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal problems"), alopecia ("hair loss"), visual impairment ("vision degraded"), dyspareunia ("dyspareunia( painful sexual intercourse)") and ovarian disorder ("ovary syndrome"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries to remove one or salpingectomy (bilateral removal, hysterectomy (full)), surgery (hysterectomy), surgery (hysterectomy and bilateral salpingectomy), surgery (hysterectomy and bilateral salpingectomy), surgery (hysterectomy and bilateral salpingectomy), surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, allergy to metals, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, device breakage, uterine perforation, autoimmune disorder, deafness, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, urinary tract infection, female sexual dysfunction, mood swings, parapsoriasis, migraine, pollakiuria, headache, blood disorder, nausea, tooth disorder, nervous system disorder, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia, visual impairment, dyspareunia and ovarian disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, blood disorder, deafness, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, nervous system disorder, ovarian disorder, parapsoriasis, pelvic pain, pollakiuria, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), pelvic pain ("pelvic pain/ pain"), device expulsion ("location of device: uterus"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"), allergy to metals ("nickel allergy/fallopian tubes were blanched from essure reaction"), psoriatic arthropathy ("autoimmune disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and deafness ("hearing loss") in a 32-year-old female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included depression. *on (B)(6) 2016, normal uterus and ovaries bilaterally, tubes blanched from essure reaction, good hemostasis. Approximate weight at the time of essure placement 217 lbs. Previously administered products included for an unreported indication: novaring and bontril. Concurrent conditions included morbid obesity, goiter (goiter unspec (chronic disease)), mixed hyperlipidemia, hypertension, anxiety, obsessive-compulsive disorder, herpes simplex virus test positive, eating disorder, prolapse, muscle ache, joint pain, psoriasis, malaise, sleeplessness, electric shock sensation, psoriasis, weight loss diet, exacerbation of acne, emotional distress, burning micturition, pelvic discomfort, dysfunctional uterine bleeding and hemostasis. Concomitant products included alprazolam (xanax), amfepramone hydrochloride (diethylpropion hcl), carisoprodol (soma), ciprofloxacin, citalopram hydrobromide (celexa), clobetasol, esomeprazole magnesium;naproxen (vimovo), etanercept (enbrel), phentermine and sertraline. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device removal ("fallopian tubes were blanched from essure reaction"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash, psoriatic arthropathy (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), depression ("psychological or psychiactric problems-condition: depression"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("psychological or psychiactric problems-condition: mood swings"), parapsoriasis ("rashes or skin conditions-type: parapsoriasis"), migraine ("migraines"), pollakiuria ("frequent urination"), headache ("headaches"), blood disorder ("blood or heart disorder/condition-type: blood disorder"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestina problems"), alopecia ("hair loss"), visual impairment ("visio/eye problems: vision degraded"), dyspareunia ("dyspareunia( painful sexual intercourse)"), ovarian disorder ("ovary syndrome"), polycystic ovaries ("pcos") and hypertension ("blood or heart disorder/condition ¿ hypertension") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced post procedural infection ("post procedural infections"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and uterine enlargement ("uterus was enlarged"). The patient was treated with vilazodone hydrochloride (viibryd) and surgery (hysterectomy, hysterectomy and bilateral salpingectomy, hysterectomy and bilatral salpingectomy and underwent one or more surgeries to remove one or salpingectomy (bilateral remov, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, pelvic pain, device expulsion, genital haemorrhage, allergy to metals, psoriatic arthropathy, vaginal haemorrhage, menorrhagia, dysmenorrhoea, deafness, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, urinary tract infection, female sexual dysfunction, mood swings, parapsoriasis, migraine, pollakiuria, headache, blood disorder, nausea, tooth disorder, nervous system disorder, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia, visual impairment, dyspareunia, ovarian disorder, polycystic ovaries, uterine enlargement, post procedural infection, complication of device removal and hypertension outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, blood disorder, complication of device removal, deafness, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypertension, menorrhagia, migraine, mood swings, nausea, nervous system disorder, ovarian disorder, parapsoriasis, pelvic pain, pollakiuria, polycystic ovaries, post procedural infection, psoriatic arthropathy, tooth disorder, urinary tract infection, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight as of (B)(6) 2018: 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, depression, parapsoriasis, rashes, vaginal bleeding, anxiety and urinary frequency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-mar-2019: plaintiff fact sheet received- new event blood or heart disorder/condition ¿ hypertension were added. Pt of autoimmune disorder updated to psoriatic arthropathy. Concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), pelvic pain ("pelvic pain/ pain"), device expulsion ("location of device: uterus"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"), allergy to metals ("nickel allergy/fallopian tubes were blanched from essure reaction"), autoimmune disorder ("autoimmune disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and deafness ("hearing loss") in a 32-year-old female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included depression. Previously administered products included for an unreported indication: novaring in 2008 and bontril. Concurrent conditions included morbid obesity, goiter (goiter unspec (chronic disease)), mixed hyperlipidemia, hypertension, anxiety, obsessive-compulsive disorder, herpes simplex virus test positive, eating disorder, prolapse, muscle ache, joint pain, psoriasis, malaise, sleeplessness, shock, psoriasis, weight loss diet, exacerbation of acne, emotional distress, burning micturition, pelvic discomfort, dysfunctional uterine bleeding and hemostasis. Concomitant products included alprazolam (xanax), ciprofloxacin, citalopram hydrobromide (celexa), clobetasol, etanercept (enbrel), phentermine and sertraline. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced complication of device removal ("fallopian tubes were blanched from essure reaction"). In (B)(6)2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash, vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), depression ("psychological or psychiactric problems-condition: depression"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("psychological or psychiactric problems-condition: mood swings"), parapsoriasis ("rashes or skin conditions-type: parapsoriasis"), migraine ("migraines"), pollakiuria ("frequent urination"), headache ("headaches"), blood disorder ("blood or heart disorder/condition-type: blood disorder"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestina problems"), alopecia ("hair loss"), visual impairment ("visio/eye problems: vision degraded"), dyspareunia ("dyspareunia( painful sexual intercourse)"), ovarian disorder ("ovary syndrome") and polycystic ovaries ("pcos"). On 9-may-2016, the patient experienced post procedural infection ("post procedural infections"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and uterine enlargement ("uterus was enlarged"). The patient was treated with vilazodone hydrochloride (viibryd), surgery (hysterectomy and bilateral salpingectomy), essure was removed on 9-may-2016. At the time of the report, the uterine perforation, device breakage, pelvic pain, device expulsion, genital haemorrhage, allergy to metals, autoimmune disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, deafness, abdominal pain, vulvovaginal pain, abdominal pain lower, depression, urinary tract infection, female sexual dysfunction, mood swings, parapsoriasis, migraine, pollakiuria, headache, blood disorder, nausea, tooth disorder, nervous system disorder, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia, visual impairment, dyspareunia, ovarian disorder, polycystic ovaries, uterine enlargement, post procedural infection and complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, blood disorder, complication of device removal, deafness, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, nervous system disorder, ovarian disorder, parapsoriasis, pelvic pain, pollakiuria, polycystic ovaries, post procedural infection, tooth disorder, urinary tract infection, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight as of 03-jul-2018: 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. On 09-may-2016, normal uterus and ovaries bilaterally, tubes blanched from essure reaction, good hemostasis. Approximate weight at the time of essure placement 217 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, depression, parapsoriasis, rashes, vaginal bleeding, anxiety and urinary frequency. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Events were added-pcos, uterus was enlarged, post procedural infections and fallopian tubes were blanched from essure reaction was clubbed with nickel allergy and splitted to allergy to metals and complication of device removal. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent one or more surgeries to remove one or more of the essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.